Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a right umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a right umbilical hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. On the day of diagnosis for surgical intervention (34 days prior to the receipt of this report), the patient was hospitalized. On an unknown date during hospitalization, the patient underwent a hernia surgical repair procedure. Dianeal therapy was ongoing, but it was reported that the patient was not performing peritoneal dialysis therapy at the time of the hernia diagnosis and hospitalization. After four days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the right umbilical hernia occurred on an unreported date after the start of pd therapy. Should additional relevant information become available, a supplemental report will be submitted.